Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board (patient board set).

Event description:
A user facility reported to olympus that the device produced an image with streaks and colored spots on the image. The problem, as reported to olympus, was found during a procedure. The procedure was completed using the same device. No other devices were replaced. There was no patient injury or harm, associated with the problem, reported to olympus.